Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported patient had a pocket revision mid-december. No patient symptoms were reported. No further complications were report ed/anticipated.

Manufacturer narrative:
Product ID 977a260,serial# (B)(4), implanted: (B)(6) 2014. Product type lead ,product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014. Product type lead. Correction:. Information sent in the last supplemental regulatory report was actually regarding the event captured in regulatory report # 3004209178-2020-01258 instead. Correction: patient codes (B)(4) do not apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
See related regulatory report #: 3004209178-2020-01258 information sent in the last supplemental regulatory report was actually regarding the event captured in regulatory report # 3004209178-2020-01258.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had complaints of pocket site pain and sore to touch. Per the report, the hcp informed the patient that they could move the implant to the right side if that would be more comfortable. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; supplemental to update - codes, (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reported that the reason for the pocket revision was the patient felt it was too superficial. It was stated that the cause of the issue was not determined and the revision did resolve the issue the patient had with the pocket.